Event description:
Significant foreign reaction [hypersensitivity], foreign reaction [foreign body reaction], intestinal obstruction/ dumpling like hard mass at mesenterium of small intestine [intestinal obstruction]. Case description: a spontaneous report rec'd (B)(6) 2010 from an hcp via a company rep regarding a female pt (age between (B)(6)), initials t-h, who experienced an intestinal obstruction/ dumpling like hard mass at the mesenterium, and pathological tests revealed a significant foreign reaction (allergic reaction and foreign body reaction) after the use of the seprafilm in the pt. The hcp reported that the pt underwent a release/repair of intestinal obstruction for inner hernia incarcerated on (B)(6) 2010. She had no complications before the surgery. No other concomitant medical devices were used during the surgery. Two sheets of seprafilm were placed on the mesenterium of the small intestine. On (B)(6) 2010, the pt developed an intestinal obstruction and was hospitalized to have surgery for treatment. There was a dumpling like hard mass at the mesenterium of the small intestine where the seprafilm was placed. Pathological tests revealed a significant foreign reaction (allergic and foreign body reaction). On an unk date in (B)(6) 2010, the pt transferred to a different hospital. In the opinion of the hcp, the events were of "moderate" intensity and were "probably" related to the use of seprafilm. At the time of this report, the pt's outcome was unk. MFR's comment: the benefit-risk relationship of seprafilm is not affected by this report.